Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. [Consideration] from the following facts, the cause of the reported phenomenon could not be identified. In addition, the phenomenon could not be confirmed by inspection of olympus korea, and since the subject device was not returned to the manufacturing site, the cause could not be presumed. Facts confirmed from the investigation; -from the evaluation results, it was confirmed that the reported phenomenon was not duplicated by inspection. -the subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4), but it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the co2 gas pressure of the subject device was intermittently no pressure or low during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.